Event description:
It was reported via repair work order that the bed did not have power due to a damaged power supply board. It was also reported that the lift would not go into trend due to a damaged cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.